Event description:
It was reported that the customer experienced high blood glucose level of 23.9 mmol/l. Customer stated they gave themselves a manual injection and as their blood glucose level was 23.9 mmol/l. Customer had bladder infection. Blood glucose level at the time of incident was 22.4 mmol/l. Customer's current blood glucose level was 20.9 mmol/dl. Customer treated high blood glucose level with insulin pump. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was active at time of high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.